Manufacturer narrative:
(B)(4). Additional test performed as follow: thirteen samples were taken from the actual production (visistat 35w) lot # 73j1600528, the samples were functionally tested according with (B)(4), and issue reported "jamming" was not present in the current manufacturing process. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
The doctor felt the device jam and it would not function; another skin stapler was used and it worked fine. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73f1600354 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The doctor felt the device jam and it would not function; another skin stapler was used and it worked fine. The patient's condition was reported as fine.